Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately calcified and mildly tortuous cutaneous ulnar vein. A 5.0mmx20mmx40cm sterling¿ balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).